Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. There was no photo for review. Actual lot number for the device involved is unknown. Customer reports potential lot numbers: 74g1600071, 74c1601644, and 74g1601038. No non conformance reports were originated for the lots in question, that can be associated to the complaint reported. A device history record shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the device involved on this complaint. The root cause is unknown at this time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "there was water flooding in the circuit". The alleged defect was detected during use. No injury or consequence to the patient was reported.